Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements less than 200 ohms. The physician had been aware of this since (B)(6) 2021, and had stated that they would not revise or alter the system as there were no issues with pacing or sensing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.